Event description:
We received a call from the pt's nurse letting us know that the trach noses that they ordered were not the correct noses. We discovered that the shipping box was labeled with the correct product (trach nose with an oxygen adapter item #6220) but actually contained a different product (different style of trach nose without an oxygen adapter item #6215a.